Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, high threshold and low sensing were observed. Lead dislodgement was noted. The lead was repositioned successfully.